Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not work and had no power. Therefore, the reported condition was confirmed. It was determined that the safety disc was missing, contacts were pushed in, electronic motor and the electrical control unit¿s wires were damaged, and internal components were corroded. The assignable root cause was determined to be due to normal wear on mechanical and electrical components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the small battery drive device was not working. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred approximately two weeks ago ((B)(6) 2015); however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.